Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects on the air/water cylinder, the air/water tube, and the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the foreign material may have been unremoved because the device was not properly reprocessed due to a pinhole on the bending section cover causing water tightness to be lost. The foreign material could not be identified and the specific cause that made the foreign material remain in the subject device could not be identified.the suggested events are detectable and preventable by handling device in accordance with the following IFU.IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection.IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.olympus will continue to monitor field performance for this device.